Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x12 mm taxus liberte drug-eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified circumflex (cx). No patient complications were reported. Patient status reported as "good". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 18cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.